Manufacturer narrative:
The serial number of the analyzer was (B)(6). The field service engineer (fse) found that the vacuum tube on the cell wash nozzle was broken. The fse replaced the vacuum tube and performed a series of mechanism checks, primes, and a cell blank to ensure the system was functioning correctly. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results with two patient samples tested on a cobas 8000 cobas c 502 module. Sample 1: the initial result was 17.8%. The repeat result was 4.4%. Sample 2: the initial result was 7.3%. The repeat result was 13.5%. The test was repeated as the initial result was questioned. The customer is unsure which result is correct.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 were updated.